Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, during unpacking, the physician found that the internal bolster was detached from the tube. The device was not used in the procedure. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown).according to the complainant, during unpacking, the physician found that the internal bolster was detached from the tube. The device was not used in the procedure. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be open. The c-clamp was open. The external bolster was located at the 15 cm mark and was without issue. The internal bolster was found to be separated from the device. Slight remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. An examination of the internal bolster found the bolster to contain air bubbles throughout. The surface of the bolster inner diameter presented numerous voids and air bubbles throughout the bolster. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The voids and bubbles found on the inner diameter of the bolster would have reduced the surface area between the bolster and the tubing. This reduced surface area most likely caused the bond area to be weakened and fail. It appears the molding operator(s) failed to inspect the part for short shot and bubbles. Therefore, the most probable root cause is manufacturing. A CAPA is ongoing related to this issue. A review of the device history record was performed for lot 14597613 revealed no issues related to this complaint.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.